Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that during a follow-up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) counters indicated the patient had received 32 delivered shocks in its history. Review of device data by boston scientific engineering confirmed the amount of delivered shocks appears to be related to a counter corruption, and that number actually less than the true value for delivered shocks since implant. The field was advised to force a 60/60 magnet rest to update the device firmware and memory. All other s-ICD functions appeared normal, and therapy was available. The s-ICD remains in service and no adverse patient effects were reported.